Event description:
It was reported that during a lap appendectomy, the surgeon placed the device over the mesentery, next to the appendix and fired the device, the staple cartridge popped off of the device on the distal end and fell into the pt. They retrieved the cartridge through the trocar successfully. The staple and cut line was visually inspected, the device had partially fired and cut equal lengths. The surgeon had not removed the appendix at that point of the procedure, and therefore, no spillage into the abdomen occurred. He used another device to complete the procedure. Pt is stable. The procedure was extended 10 - 25 min due to the removal of the cartridge. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 10/21/2008. Info anticipated, but unavailable at this time.